Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was an open craniotomy.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. During system checkout two spheres were found to be bad but this seemed to be unrelated to this reported event as they replaced the spheres during the case with no resolution. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was not tracking the spheres on the reference frame or the probe. They replaced the spheres and had the same result. Attempted with different reference frame and probe, with slight improvement. After passing registration they encountered intermittent flickering in tracking. The cable to into the camera appeared to be routed incorrectly and was being squished. The camera was also reported to be loose in the housing. There was a reported delay of less than one hour. The issue occurred during registration.  There was no reported impact to patient outcome.